Event description:
On (B)(6) 2012, the patient claimed he was hospitalized due to a use error on the animas pump. The patient reportedly programmed a bolus for a meal but did not eat at the time of concern. The patient passed out and required assistance from 911. The patient no longer has the subject pump since it was returned to animas. This complaint is being reported because, the patient required hcp treatment for hypoglycemia due to use error.

Manufacturer narrative:
(B)(4): the pump was evaluated by product analysis on (B)(4) 2012 with the following results: no defect found with the returned pump. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Pump powers on with vibratory and audible sounds. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. Pump was exercised for 24 hours on a 1 unit per hour basal program, no alarms or warnings occurred during this time. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.